Event description:
Procedure type: lap hernia repair. According to the reporter: locking collar did not work properly during the surgery. There was no report of pieces falling into the cavity or impacting the pt. The operating time was not extended as a result. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 07/09/2008.